Event description:
It was reported that the subject device displayed no image, and that when plugged into the processor, colored bars appear. There were no reports of patient harm.

Manufacturer narrative:
The device has not been returned by the customer to date. The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h6, h11 device was not returned for evaluation and could not be evaluated. A review of the device history record (DHR) review could not be performed due to lack of lot/serial number information. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed no image, and that when plugged into the processor, colored bars appear. There were no reports of patient harm.